Event description:
It was reported that an 8015 pcu was affected by keypad recall. There was no reported patient involvement.

Manufacturer narrative:
Correction: device available for eval, returned to manufacturer on,device return to manuf, device eval by manufacturer, reason code for no evaluation. Additional information: imdrf annex a, g, b, c, d grids, remedial action required, remedial action, manufacturer narrative. Omit: a1301 - failure to read input signal (1581),g0204002 - keyboard/keypad, b17 - device not returned,c20 - no findings available,d15 - cause not established. Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that an 8015 pcu was affected by keypad recall. There was no reported patient involvement.